Manufacturer narrative:
Please refer to regulatory report 9614453-2016-07702 that pertains to the initial ins that was replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (via a manufacturer representative) regarding a patient with an implantable neurostimulator (ins). At an unknown date (sometime following implant), the patient experienced intermittent high impedances with values that fluctuated over "10,0000" ohms. The patient also had a shocking sensation at the ins site. There no factors noted nor reported that may have caused or contributed to the issue. Troubleshooting included impedances and reprogramming, and the ins was replaced. During the ins replacement, impedances of the lead were checked with a multi-lead trialing cable and the impedances were normal. Immediately post-operative, after the ins was changed, the impedances were normal and the patient experienced no shocking symptoms . However, the following day, the original concerns returned with shocking and shocking sensation at the ins pocket site.

Manufacturer narrative:
Concomitant products: product ID: 39565, product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted the patient¿s lead was explanted and replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported the troubleshooting performed since the ins replacement included "impedance out of range, intermittently". Reprogramming was performed with no change. The cause of the intermittent, high impedance and shocking at the ins site was currently unknown, but was expected to be a lead issue.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found no significant anomaly. The stimulation lead body was cut through and the product was segmented. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative reported that no additional actions or interventions were performed to date.